Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient presented with pain and swelling to the left knee which required a revision, the tissues were black and the implant scratched.